Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported the ilet screen was unresponsive despite charging and adequate battery level. No visible cracks or known water exposure were noted. A replacement device was sent. The user will use backup therapy until a replacement device arrives. Blood glucose was not affected.